Event description:
It was reported that a healthcare professional (hcp) requested assistance with programming the right atrial (ra) lead into protection mode for a magnetic resonance imaging (MRI) scan. Technical services (ts) advised that the ra lead is MRI conditional and not approved for the scan. The hcp confirmed that no programming changes were made, and the off-label MRI scan would not be performed. Additionally, high out of range impedance measurements were observed. No adverse patient effects were reported. This ra lead remains in service.